Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had air bubble after second day and also high blood glucose. Customer's blood glucose value was 347 mg/dl at the time of the incident. Approximate size of air bubbles was not provided. Customer will not return device for analysis.